Event description:
Since (B)(6) 2016 I have used a dream station CPAP with humidifier for sleep apnea. Starting around (B)(6) 2020 I started having significant upper respiratory issues (congestion, stuffy nose/runny nose, copious drainage, cough, fatigue, rib and diaphragm pain from coughing, and nausea from swallowing so much post nasal drip; that made it difficult and then impossible to use my bipap. I purchased a different type of mask, but wasn't successful with it either. I initially attributed all this to a bad allergy season, but when it didn't resolve, in (B)(6) I contacted my doctor. I have seen my doctor, a pulmonologist, and an ent (11 visits in one year) and they have been unable to definitively identify the source of my respiratory problems. The pulmonologist adjusted the settings on my machine - it didn't help. I have had a new pulmonary function test - nothing new identified, and a CT of my sinuses, nothing that would cause all my problems. I got so sick (B)(6) 2020 - that I even went and had a covid test (not covid.) I just learned on my (B)(6) news feed, on (B)(6) 2021 about the recall of certain philips dream stations and other machines. I went online and mine is one of the machines recalled. I registered on their recall site on (B)(6) 2021 but have heard nothing from them. I am upset that philips didn't notify me, and my dme didn't notify me until (B)(6) 2021 - all they said was to register on the philips website. I have to wonder if the toxic gases emitted by my machine are the source of my troubles. I need to get back to using my bipap or a CPAP - I don't sleep well without it and have been taking naps every day to compensate for the lost sleep. I worry that I am going to have to live with this upper respiratory distress the rest of my life. FDA safety report ID # (B)(4).